Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-feb-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 16-sep-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) could not be recaptured within the heart. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Return date: 15 jan 2020. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was frayed. There was a deployment issue with the delivery system. Flat wire was found protruding from the delivery system outer shaft. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether and not recaptured in the device cup. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The tether is frayed at various location on the tether between the recapture cone and the device recapture feature. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen and the frayed tether, the device was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.